Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was going to have the pump removed in the following week because ¿it had never worked right.¿ the intention was to replace the pump with a stimulator. No additional information was received. The drugs in the pump were fentanyl, clonidine, and bupivacaine.